Event description:
The facility representative reported an infuso.r. Pump with a condition of "main switch sticks." This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. Pump in which the main switch sticks was confirmed and reproduced during product evaluation. The assignable cause was determined to be a knob sticking on the switch printed circuit board (pcb). The switchboard was replaced to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. If additional information is received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.